Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a carotid endarterectomy, when the doctor was tying the knots with wet hands, the thread of the device broke. There was enough suture left to finish the case. No injury.